Manufacturer narrative:
Evaluation summary: surgical notes for both the original and revision surgeries were reviewed. The notes from the original surgery did not exhibit any complications; however, the surgeon stated in the revision notes that the patient was "diabetic with (B)(6) an coagulopathy, and as such felt to be a high risk for deep prosthetic infection." The condition of the patient was a concern for the surgeon which makes it a likely contributor to the cause of infection. The sterilization process for all devices produced at zimmer are validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that devices implanted caused or contributed to any patient infection. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to infection.